Event description:
The paddle lead was not positioned correctly at implant in (B)(6) of 2012, meaning the lead was too much lateral. The lead was placed in the correct area, just a medical judgment. The lead was not sufficiently covering the pain, did not cover stimulation needs, and patient was getting no relief. The patient did not get the pain pattern needed with 0-3 of the paddle lead. The patient was trialed with a different lead which did provide the additional coverage the patient was looking for. Only a new lead was implanted on (B)(6) 2015, on the left side. The 0-7 tail was disconnected and left it uncapped. A new lead was put in and inserted into the 0-7 connector block. The patient was doing fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).